Event description:
It was reported that balloon pinhole occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. However, during preparation, a hole in the balloon was noticed. The procedure was completed with a new emerge balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B3) date of event: used the first day of the month of the bsc aware date since event date not provided at the time of reporting. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. The product mandrel and balloon protector were in place on the device with movement present. At 10.5cm, and 16.2cm from the strain relief there was a bend and kink in the hypotube. There was contrast in the inflation lumen. There was a tear in the rapid port exchange (exit notch). The balloon was tightly folded. The device was functionally tested by attaching an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was unable to inflate to rated burst pressure due to the pinhole found in the guidewire lumen at the rapid port exchange.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date not provided at the time of reporting.

Event description:
It was reported that balloon pinhole occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. However, during preparation, a hole in the balloon was noticed. The procedure was completed with a new emerge balloon catheter. No patient complications were reported.